Event description:
It was reported that a lap-band product had an unidentified leak. It was noticed when the patient would come in for adjustments with the lap-band, and the nurse noticed that fluid was missing.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis. Visual examination may determine the connector type associated with this report. Allergan has been received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."